Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: unknown/not provided. There is no indication at the time of this report that the lens has been explanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a cataract procedure involving pcb00v intraocular lens (iol), continuous curvilinear capsulorrhexis(ccc) was noted to be wider than the usual operation. However, both edges of iol were placed in the bag. After implantation, the iol was tilted a little in the patient's eye. Inflammation was observed at the contact part in between the iol edge and the iris on (B)(6) 2015. Reportedly, the iol was implanted on (B)(6) 2016. The doctor prescribed bronuck (non-steroid anti-inflammatory drug). Reportedly, iol position and inflammation were recovered now. No further information was provided.